Manufacturer narrative:
Concomitant product(s): bfxc2816165 stent; ilxc1824135 stent; ilxc161685 stent; ilxc1616115 stent implanted: (B)(6) 2007; 6947m62 lead, implanted: (B)(6) 2013; etlw1616c124e stent; etlw1613c93e stent; etlw1613c124e stent, implanted: (B)(6) 2014; dtba1qq ICD, implanted : (B)(6)2015. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced diaphragmatic stimulation after outputs were increased to maintain capture on the left ventricular (lv) lead. Various vector was tested, and stimulation occurred at all vectors at high thresholds. Lead trends indicated a slight drop in impedance and a rise in thresholds. With no available vectors as an option, the physician decided to turn off lv pacing. No further patient complications have been reported as a result of this event.